Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Patient reported "complaints in the breast", then later clarified via medical reports stating "rupture" and "capsular contracture baker grade IV." Patient additionally reported "joint and stomach ache, headache, hair loss, sleep disorder, high blood pressure, nervousness, fatigue, pain and concentration problems"; these events are not device related. Device has been explanted. This relates to the right side.

Event description:
Patient reported "complaints in the breast", then later clarified via medical reports stating "rupture" and "capsular contracture baker grade IV." Patient additionally reported "joint and stomach ache, headache, hair loss, sleep disorder, high blood pressure, nervousness, fatigue, pain and concentration problems"; these events are not device related. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to observe as it is a medical event that is not related to the device. -varied injuries-ndr:not applicable as the event is not related to the device. -headache-ndr:not applicable as the event is not related to the device. -pain-ndr:not applicable as the event is not related to the device. -malaise-ndr:not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported "complaints in the breast". In addition; physician reported rupture and capsular contracture - baker grade IV and prior to the explant surgery, patient reported, "joint and stomach ache, headache, hair loss, sleep disorder, high blood pressure, nervousness, fatigue, pain and concentration problems". "Stable non-hodgkin¿s lymphoma"-not device related, "axillary siliconoma"-diagnosed by ultrasound. Rupture was diagnosed by MRI. Device has been explanted and replaced with a non-allergan device. This relates to the right side.